Manufacturer narrative:
Date of event: (B)(6). Date of report: 22aug2019. International UDI #: (B)(4). The service engineer inspected the device and confirmed issue. The manufacturer¿s field service engineer (fse) replaced the motor controller printed circuit board assembly (pcba) and the power management pcba. The unit successfully passed the required performance verification test. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the alarm light emitting diode (led) failed. There was no patient involvement.